Event description:
The account's engineer stated the bed will sometimes not go into either reverse trend or trend. He found the sw1 switch on the logic board was stuck, tapped on it to free it, but the issue returned later.

Manufacturer narrative:
Technical support instructed the engineer to check the voltage at the logic board p15.9 and he was getting 5vdc when the reverse trend button was pressed. The engineer replaced the logic board to repair the bed.